Event description:
At approximately 5:00 pm pt noticed that their minimed paradigm insulin pump was not working. As they pushed on the "esc" button, there was no response. The typical response would be for the pump to go to the main screen. They then tried to push the other buttons, quick bolus and act, and nothing happened. They also tried replacing the battery, but to no avail. The appearance of the pump at this time was three opened circles on each side of the word minimed. No alarm had sounded. Reporter immediately checked their blood sugar which read "504mg/dl". They treated the high blood surgar with 8 units humalog insulin via syringe. Last activity with the pump was at approx 12pm with a 3 unit square-wave bolus to be delivered over 3 hours. Reporter then called the mini-med technical hotline and was told by the technician that when they get reports of a frozen screen there isn't anything they can do. The technician said that he would send a replacement unit. They then spoke with dr. Who provided pt with instructions regarding the high blood sugar and ketones. Reporter told dr. That they still had their old minimed 507 insulin pump and would connect to that. Dr. Advised pt to increase their basal rate to 2units/hour until blood sugar returned to normal, continue to check the blood sugar, and contact him if blood sugar did not drop. Fortunately, blood sugar dropped to 145mg/dl within 2 1/2 hours. Pt has only been wearing this pump since 11/02. This pump is actually a loaner for their original paradigm insulin pump. That minimed is currently evaluating due to a sporadic beeping noise of unk origin. Pt had only been wearing that pump for a few months before the problem occurred. During their discussion with dr. He told pt that another pt had called him that day regarding a defective minimed insulin pump. According to the minimed technical rep, their policy is to replace defective pumps with "refurbished" pumps. Therefore, even though pt paid the new pump price for their original new defective paradigm, they have yet to be able to use a new pump due to these problems.